Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, occlusion error, which was reproduced during evaluation as an upstream occlusion message. The symptom was confirmed during a review of the device event history log as upstream occlusion messages. The upstream sensor's fluid numbers were below specification. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an unspecified occlusion error. It was also reported there was no patient injury.